Manufacturer narrative:
Patient information unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip was placed at the target site however, the clip would not release from the catheter. It was reported that the clip was removed with the device with no damage caused by the clip. It is unknown how the procedure was completed. An attempt was made to obtain further information and it has been reported that no further information is available.